Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Based on the information provided, the reported balloon rupture appears to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the heavily calcified right superficial femoral artery. The 4.0 x 120 mm armada 14 dilatation catheter was advanced to the target lesion. An attempt was made to inflate the balloon; however, on the first inflation, the balloon ruptured at 10 atmospheres (atm), possibly due to the vessel calcification. The device was removed without difficulty. The 6.0 x 20 mm armada 18 dilatation catheter was then advanced to the target lesion. This device was inflated to 10 atm and a rupture occurred at 10 atm, possibly due to the vessel calcification. The device was removed without difficulty. A non-abbott dilatation catheter was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.